Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (deformation of the stent occurred during attempted delivery to the target lesion). Conclusion results: operational context contributed to event (deformation of the stent occurred during attempted delivery to the target lesion).

Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of the lesion. The device was unable to cross the lesion and on removal it was noted that the device and stent were damaged. Another device was used to complete the case successfully. There was no damage to the protective packaging. Device was inspected prior to use. Evaluation summary: the distal tip was damaged. The transition tubing was kinked proximal to the guidewire entry port. The stent was positioned on the balloon between the inner shaft markers. A strut on the 1st distal segment was raised and deformed.